Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2019, all hardware was removed in a revision surgery due to what the patient believed was her "body rejecting it." No additional information has been received to date confirming the patient has a metal allergy. No devices were returned to the manufacturer for evaluation. The device history records for all devices intended to be implanted were reviewed (1405-1085 and 1405-1087) and no issues were identified during the manufacture and release of the devices that could have contributed to the problem reported. The other devices explanted in the same revision surgery were also tmc devices which were reported in mdrs 3011623994-2021-00054 and 3011623994-2021-00056. Based on the limited information available and unsuccessful attempts to obtain additional information, the most likely cause of what was reported cannot be determined as it is unknown if the patient underwent allergy testing to confirm metal as the source. No facts suggest a causal relationship between the implantation/explantation of tmc devices and the patient's reaction. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2019, all hardware was removed in a revision surgery due to what the patient believed was her "body rejecting it." No additional information has been received to date confirming the patient has a metal allergy. No other patient outcomes were reported as a result of this event.